Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a clinical patient reported the replacement implants were placed ¿up and closer in¿ on (B)(6) 2016. Two weeks after surgery, the patient heard a pop and their implants moved back and forth. It was noted the implants were seen under the skin and ¿stopped working.¿ the patient was in pain, experienced dystonia and ¿pulling¿ of the neck. Indications for use included dystonia and movement disorders. See manufacturing report #3004209178-2016-27107.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.